Event description:
Reporter stated that patient's blood glucose measured 557 mg/dl and 177 mg/dl, within 2 minutes, when tested on the accu-chek active system. Reporter noted that patient took 6 units of an unspecified insulin, after which, she reportedly exhibited symptoms of hypoglycemia. Although no information was provided about actions taken, if any, to correct hypoglycemic symptoms, reporter did note that no treatment from a medical professional or layperson was required and patient's current condition was reported to be "good." The manufacturer requested the return of the suspect products for evaluation.

Manufacturer narrative:
Asku - reporter was unable to determine which of the 2 accu-chek active test strip lots, used by the patient, were responsible for producing the discrepant results. Lot 234382 (expriation date 10/31/2012) or lot 234481 (expiration date 06/30/2013). Asku - active strip lot 234482 - (B)(4) 2011; active strip lot 234481 - (B)(4) 2011. Because retention testing was peformed for both potentially involved strip lots, and all values were reportedly acceptable, the evaluation codes apply to both potential suspect products. The event occurred in (B)(6).